Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and discarded.

Event description:
Patient reported unknown side "pain and discomfort following other medical related issues. MRI scan that shows the implant has ruptured". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, d.6a.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported unknown side "pain and discomfort following other medical related issues. MRI scan that shows the implant has ruptured". Device remains implanted.